Manufacturer narrative:
On (B)(6) 2013, isi contacted the risk management department of the site to obtain additional information regarding the reported event. The risk manager indicated that no malfunction of the da vinci system, instruments, or accessories occurred during the reported event. The risk manager claimed that the patient injury was due to user-error and a communication issue between the surgical staff. The risk manager explained that during the conversion to open surgery, a surgical staff member moved the robot and was not aware that one of the robot's arms was still grasping a bleeder blood vessel which caused another tear. The risk manager denied that the robot arm moved on its own. She also indicated that the patient was not on life support, but was a hospice patient. The risk manager indicated that she could not provide any additional information regarding the reported incident. Based on the information provided from the risk manager, there is no indication that a malfunction of the da vinci system, an instrument, and/or an accessory caused or contributed to the patient's initial injury to the aorta during dissection. At this time there is no allegation that a malfunction of the da vinci si system, an instrument, or an accessory occurred during the reported event. A follow-up MDR will be submitted if additional information is received.

Event description:
On (B)(6) 2013, intuitive surgical inc. (Isi) received a legal complaint with the following allegation: it was reported that during a da vinci si adrenalectomy, distal pancreatectomy, and splenectomy procedure performed on (B)(6) 2009, the surgeon allegedly injured the patient's aorta. The legal complaint indicated that the injury occurred during dissection and the surgeon made the decision to convert the robotic surgery to open surgical techniques. The legal complaint alleged that during transition, the robot's arm was inappropriately moved, causing a tear in the patient's aorta. The surgeon reportedly repaired the aorta. The legal complaint indicated that post-operatively, the patient experienced renal failure and the family withdrew life support shortly after surgery. No further clinical information was provided.